Event description:
Pt with cerebral aneurysm for interventional radiology for stent placement. While attempting to place stent over aneurysm, stent broke apart and 17 mm wire deployed to basilar artery. While trying to remove stent, the stent became lodged in the pt's left cervical vertebral artery. Post-procedure, pt with left arm and leg numbness and tingling. Pt place in ICU post-procedure.